Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient with an implantable neurostimulator (ins).it was reported that the ins was ¿completely dead¿ and will not charge. No symptoms were reported. Caller states the ins battery is dead and pt claims she has a letter from mdt stating that the ins battery is dead/no longer working. Additional information was received from a hcp and it was reported that the ins battery is dead and patient cannot get it recharged, scs is not functioning. Caller noted the pt is going to have the scs removed/replaced.